Event description:
The customer stated that falsely decreased tflx methotrexate results were generated from a pediatric patient after infusion. A result of 4 umol/l was generated one hour after the infusion, was repeated at 3.6 umol/l and reported out. The result was questioned and the sample was retested after manual dilution with an accepted result of 80 umol/l. Another result of 0.02 umol/l was obtained 24 hours after the infusion. The result was reported out and questioned by the patient physician. The sample was then retested with an accepted result of 0.79 umol/l. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in the final report once the evaluation is complete.

Manufacturer narrative:
Product evaluation was conducted to evaluate this issue. The lot search did not identify any atypical activity for the likely cause lot. Additionally no adverse trends or non-statistical trends were identified related to the issue under investigation. The abbott controls out of range protocol was performed for accuracy testing using likely cause lot 01222q101 and the testing met acceptance criteria. Based on this investigation tdxflx lot 01222q101 is performing as intended. No additional issues were identified and no product deficiency was identified related o the malfunction reported by the customer.